Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported there was an inaccuracy during a perc case. The representative reported that they took three spins that appeared accurate at first, but became inaccurate as the surgery went on. Every time they spun, it was accurate, but when they re-spun after placing the screws, it was inaccurate. The first time it was inaccurate by "2mm deep", and the second time it was "off medial to lateral." The surgeon used an awl, but did not tap, and they believed it may have caused the spine to move. The surgeon decided to re-spin after each inaccuracy, and navigation accuracy was restored. There were two extra spins that were not needed.  The representative performed additional troubleshooting. When trying to replicate the issue the passive planar blunt did look more inaccurate than usual. The representative was going to try another instrument, and try another spine model, as both could be damaged. The representative was going to go into another case and determine if the issue was still persisting. There was a 15-minute delay and no reported impact to patien t outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.